Event description:
It was reported by an MRI facility that the patient had the vns totally explanted, with only the electrodes/anchor tether left on the vagus nerve. The explanting surgeon could not be confirmed, and therefore no additional relevant information has been received to date. The explanted vns devices have not been received by the manufacturer to date.

Event description:
The patient reported having problems with the vns, including pain in the chest, "weird heart rhythms", and passing out. The patient indicated that they would like their device explanted. Attempts for additional information have been made; no additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.